Event description:
It was reported that the programmer was dropped and found in a closet. The programmer needs operating system migration, software updates, and check. The programmer was analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that a system error had occurred in the past, as a result the link electronic module (lem) board was replaced and calibrated. It was also noted that the electrocardiogram (ECG) connector was loose.